Event description:
The customer reported that the sys displayed a pre-charge voltage error message. This error message likely prevented the sys from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The filament driver was replaced, and a filament calibration was performed. The sys was then found to be operating as intended.